Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The event history log (ehl) could not be downloaded. The reported product problem was confirmed during testing. The problem occurred because the customer had powered down the pump while the pump was performing a software upload from base to head. A user interface issue was therefore established as the root cause. The investigator upload (B)(4) to the base unit (interconnect board) and rebooted the pump's head (main board) by performing a power point process. Software version was the uploaded.

Event description:
It was reported that the medfusion pump failed to power on. No patient injury or complications were reported in relation to this event.